Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8, e2(blank), e3(blank), and g2 (remove healthcare professionals). Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to a failure of the printed circuit board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the evis exera iii video system center had all its light-emitting diodes light up, and the device could no longer be started. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited the front panel switches were not working. There were no reports of patient involvement.